Event description:
It was reported during a laparoscopic cholecystectomy the scrub nurse opened the trocar from a lap chole kit, fdc32, lot #k4880a but was unable to press the blade shield button. Another 355ld was opened to compelte the case. The nurse said after the case she was able to depress the arming button down. There was no consequence to the pt.

Manufacturer narrative:
Product compalint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and techncians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon info received, visual examination and functional test, it was concluded that nurse reportedly "was unable to press blade shield button" during surgery due to intermittent arming of device. Obturator handle weld was measured and found to be skewed which can cause instrument to arm intermittently. Obturator handle is welded during assembly process.